Event description:
The pt's dbs system was returned to the MFR with no info. The MFR's device tracking system indicated the pt expired in 2008. The cause of death is unk. Additional info has been requested, but was not available on the date of this report.

Manufacturer narrative:
Final device analysis results were not available on the date of this report. A follow up report will be submitted, when device analysis is complete.